Event description:
End user alleges chair refuses to hold charge. She has replaced batteries four times in the last six months. Does not have serial number to chair. No injury alleged

Manufacturer narrative:
No RMA has been initiated for this issue. Model m71. The owner's manual is found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Batteries will not hold charge.